Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be delivering from the cartridge. Customer's blood glucose level was 377 mg/dl. Reportedly, the customer changed the cartridge and successfully resumed insulin delivery.